Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The surgery center reported that a laser vision correction patient developed epithelial ingrowth on right eye (od) at 3 week post op exam. The epithelial ingrowth was found at the inferior nasal flap edge of the right eye. In order to remove the ingrowth, a flap lift enhancement was performed. There was no patient complaint or comments. The patient¿s post-operative best correct visual acuity (bcva) at 3 weeks was 20/20 on both eyes.